Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event and treatment information was not reported. Dianeal therapy was ongoing. The patient was retrained on proper aseptic technique and was reported to have recovered from the event. No additional information is available.